Manufacturer narrative:
It is noted that per the instructions for use (IFU - art20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with the finished elupro device, "infection" is listed within the potential complications associated with device usage. Infection is a known complication with the implant of a cardiac implantable device.

Event description:
Email was received from an elutia sales representative regarding a patient adverse event. It was reported that, the patient had a pocket revision with a crtd biv pacemaker implant on (B)(6) 2025 along with the implant of a medium elupro antibiotic-eluting bioenvelope (model - cmcv-124-med, lot number - unknown). The sales representative noted that the patient had an infection on (B)(6) 2025. The device was removed on (B)(6) 2025 and a new device was implanted on (B)(6) 2025. On (B)(6) 2025, the physician confirmed that the elupro device was not the cause of the infection. No further information regarding this event iwas provided.